Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, prior to the port placement, an unknown double-lumen port had been implanted. Upon interventional radiology review, the mra clip revealed minimal extravasation around the port connector. It was further reported that, on (B)(6) 2022, the port was removed and on the same day, the patient was implanted with another port. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, the powerport duo m.r.I was implanted for the patient, diagnosed with sickle cell disease without crisis, underwent an interventional radiology chest port procedure due to a nonfunctioning double lumen port. A prior port study at the mra clip revealed minimal extravasation around the port connector. Under fluoroscopic and ultrasound guidance, the existing port was successfully removed. Therefore, the investigation is confirmed for the reported fluid leak. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient was implanted with an unknown double lumen port. About sometime later, upon interventional radiology review, minimal extravasation around the port connector was observed. Subsequently, the port was removed on (B)(6) 2022, and on the same day, the patient was implanted with another port. However, the current status of the patient was unknown.